Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Additional information: h6 (patient codes) "2330 - discomfort" was added additional information: b5 (problem description) was updated if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to a a lead cut done by the physician accidentally when he was doing pocket revision. The initial reason for this pocket revision was that the patient was not comfortable with the incision and the pocket. This issue was not related to lead performance. Another lead was implanted to replace this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation would be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to a lead cut done by the physician accidentally when he was doing pocket revision. This issue was not related to lead performance. No additional adverse patient effects were reported.